Event description:
Product analysis was completed on the returned generator. In the lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 2.802 volts as measured during completion of test parameter 7.16.10.2 (measured diagvbat) of the final electrical test, shows a near ifi condition. The data in the diagaccumconsumed memory locations revealed that 92.864% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
The patient had their generator replaced on (B)(6) 2013 for battery depletion per their implant card and it has been returned for analysis. At this time pending completion. No further information has been received about the patient's reported seizures.

Event description:
It was reported via clinic notes received for review from neurology that a vns patient reported that she has had several seizure episodes as of late. She has been compliant with medication. On her previous visit, it was noted that her vns battery was low and was tentatively scheduled to follow up with neurosurgery for battery replacement. She states she had not been to the surgeons office as of yet and is concerned about the recent recurrence of seizures, which previously had been better controlled. She states she has been experiencing increasing stress due to final exams. Her vns was interrogated. No changes in settings. The patient will be sent to their neurosurgeon for a battery replacement. It is unknown if the patient's seizures were above or below baseline and the relationship to their vns device since it is not reported to be pulse disabled. Good faith attempts are underway for further details about the reported event.